Event description:
It was reported that on 11/11/23 the patient woke up with nasal congestion, shortness of breath and low oxygen saturation (spo2 57%) while using the life2000 at night. The patient stated oxygen wasn't going through her nares, she tried using saline solution to decongest her nose, but her spo2 dropped to 49%. Emergency services were called, and the patient was hospitalized, admitted to ICU, intubated, and discharged after 6 days. No alarms were noted, there was no allegation of device malfunction. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported that on 11/11/23 the patient woke up with nasal congestion, shortness of breath and low oxygen saturation (spo2 57%) while using the life2000 at night. The patient stated oxygen wasn't going through her nares, she tried using saline solution to decongest her nose, but her spo2 dropped to 49%. Emergency services were called, and the patient was hospitalized, admitted to ICU, intubated, and discharged after 6 days. No alarms were noted, there was no allegation of device malfunction. The patient is a female with relevant medical history of chronic respiratory failure with hypercapnia, copd, lung emphysema, and pneumonia. The patient stated her nose was "sealing off" with blood and dead tissue and no oxygen was passing through her nares from the life2000 device nor her alternate means of ventilation via nasal cannula. The hospital notes also stated the patient had a pseudomonas infection. The patient resumed the use of device since she was extubated in hospital, and she's currently using it at home since she was discharged. A hillrom clinical support specialist (css) advised the patient to consult her healthcare provider and informed her of possible solutions to prevent nasal congestion such as bubbler//humidifier in room, non-petroleum-based jelly for nares. The css also discussed with the patient and her healthcare provider the possibility to use a 3rd party mask instead of the nasal interface. The healthcare provider is aware of the patient's condition of frequent nosebleeds and nasal congestion and has provided the customer with a nosebleed protocol. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Nosebleeds are caused by the rupture of a blood vessel within the nasal mucosa. Ruptures can be spontaneous or a result of trauma. Nosebleeds are common and are rarely life-threatening. They could be sometimes caused by dry nasal mucosa, which is a common symptom when using supplemental respiratory aides. Bleeding is generally stopped with the application of pressure and usually does not require medical attention or treatment. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the patient¿s oxygen saturation level was noted to be clinically below normal range (57% and 49%), the patient required hospitalization and intubation to preclude permanent impairment of a body function or permanent damage to a body structure, concluding that a serious injury occurred. Additionally, there was no report of device malfunction. The exact cause of the patient's nasal congestion is undetermined at this time. It is reasonable to conclude that the reported event was likely due to the concurrent pseudomonas infection and known history of nosebleeds and nasal congestion, however, it is unable to be excluded that the device may have contributed to the nasal congestion and resultant serious injury. The patient resumed therapy with no further complications and will discuss with her healthcare provider the possibility to use a 3rd party mask and other preventative measures. Based on this information, no further action is required.

Manufacturer narrative:
This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, product code, and UDI corrections were required to this MDR in alignment with the gudid.

Event description:
It was reported that on (B)(6) 2023 the patient woke up with nasal congestion, shortness of breath and low oxygen saturation (spo2 57%) while using the life2000 at night. The patient stated oxygen wasn't going through her nares, she tried using saline solution to decongest her nose, but her spo2 dropped to 49%. Emergency services were called, and the patient was hospitalized, admitted to ICU, intubated, and discharged after 6 days. No alarms were noted, there was no allegation of device malfunction. This report was filed in our complaint handling system as complaint #(B)(4).